Event description:
It was reported on (B)(6) 2026 a 31 mm amplatzer amulet left atrial appendage occluder (laao) was selected for implant using an unknonwn delivery sheath for a left atrial appendage (laa) closure. The device was noted to be defective with the sides appearing dented. The device was replaced with a new 28 mm amplatzer amulet laao.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.